Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had eroded through the pocket and that the patient had been rubbing the pocket incision as it was itchy. It was reported that the patient experienced an infection. The pacemaker system was explanted and replaced. No further patient complications have been reported as a result of this event.